Manufacturer narrative:
(B)(4). Issued mfg. Report #1525712-2013-01234 indicating the manufacturer, model and serial numbers were unknown. The manufacturer is (B)(4), the model # is tdx5-ps and the serial # is (B)(4).

Event description:
(B)(4). The dealer reported that the unspecified power wheelchair joystick was losing memory. There was no patient injury reported.